Event description:
Reporter alleged obtaining a blood glucose result of 289 mg/dl on his advantage system compared back to back to the doctor's measurement of 139 mg/dl. Reporter stated he was not experiencing any hyperglycemic symptoms during the time of the testing. Reporter stated that the exact timeframe between testing could not be provided. No actions were reported taken and no treatment received. A request was made for the return of the suspect device and replacement product was sent.